Event description:
It was reported that the customer's fill estimate was inaccurate. There was no reported impact to the customer's blood glucose level. During follow up, the customer indicated that he was no longer having a fill estimate issue.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.